Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.5. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone14.7. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached an unknown level. Symptoms reported include passing out and falling. No information was provide on how the patient was treated for the issue or the duration of the situation. Three follow ups were attempted but no additional information was provided.